Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, displayed an error when a medication was pulled. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device displayed an error when a medication was pulled. The technical support specialist (tss) accessed server remotely and found to have 11gb of data, which could not be reduced to the target of 8gb, with a maximum achievable size of 10gb. Data synchronization logs were reviewed, and no retries were detected. A backup of dsclientoltp was created on the d backup directory. The database was dropped and repaired, followed by a full synchronization. After these steps, the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.